Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and having headaches, coughing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Headaches, coughing, and a bloody "noise" as well.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in tubing/chamber and having headaches, coughing related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jan 06, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber and having headaches, coughing and a bloody noise as well. He also states that the device is noisy and is getting stronger that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed rotary encoder sw4 switch broken on pca (printed circuit assembly). The air outlet port had dust-like contamination in it, tan dust-like contamination at the air inlet, dust-like contamination is spread out on the top of the pca (printed circuit assembly), on top of the blower box and throughout the bottom of the enclosure, on top of the blower motor, in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it, significant black pieces of sound abatement foam, consistent with sound abatement foam degradation, were found in the blower box, on the blower motor and the air output port, blower motor had black pieces of sound abatement foam, consistent with sound abatement foam degradation, inside of it, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, manufacturer observed that there was a large piece of sound abatement foam missing from the sound abatement foam formation, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure, manufacturer was able to confirm the presence of degraded sound abatement foam in the device. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 21 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of multiple contaminants and unable to address the patient's symptoms. Section e3 was missed in initial report and updated in this report. Sections d8, d9, h2, h3 and h6 has been updated in this report.